Event description:
Customer reported that she received a no delivery alarm while priming. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; customer stated the insulin did not exit. Customer changed the infusion set and connected to the current reservoir; insulin did not exit the tubing at manual prime. Customer had to change the reservoir to resolve the no delivery alarm. Blood glucose value is 192 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.